Manufacturer narrative:
Complaint conclusion: as reported, significant resistance was encountered during flushing and while retrieving the filter of a 5 mm angioguard rx emboli capture guidewire system back into the yellow delivery sheath. There was no reported patient injury. The procedure was completed with balloon pre-dilation followed by carotid artery stent implantation. No abnormalities were noted with the device prior to use, and upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. Significant resistance was encountered while flushing the filter introducer and deployment sheath, and saline was only observed after forcefully flushing three times with 10 ml of saline. No particles were observed during flushing. The proximal end of the deployment sheath was in contact with the torque nut before removal from the coil dispenser, and the two proximal anti-migration clips were removed prior to loading the device. The filter could be pulled into the deployment sheath only with significant resistance, including when half of the filter remained exposed. The product was stored, handled, and prepared according to the IFU. The target vessel was the internal carotid artery, which had moderate calcification, mild tortuosity, 75% stenosis, no acute angle, no bifurcation, and was not chronically occluded. Thrombus presence was unknown. The lesion was pre-dilated using a 4 x 30 mm carotid balloon at 10 atm, resulting in a post-dilation stenosis of 50%. The device was used with an 8f cordis sheath. The device was returned for evaluation. A non-sterile angioguard rx emboli capture guidewire system, rx/5mm basket diameter/180cm, was received inside a clear plastic bag and unpacked for product evaluation. The returned components were the capture sheath and the ecgw system; the remaining components were not returned for analysis. Visual inspection identified that the distal tip of the ecgw system was kinked and unraveled, and the core wire of the distal tip of the ecgw system was fractured from the coil wire without any missing pieces. The filter basket was expanded and presented in a kinked condition. No other outstanding details were observed on the returned part. Microscopic inspection of the filter basket with a vision system confirmed that it was kinked, and the membrane wall did not present any damage or anomalies. Inspection with the vision system also confirmed that the distal tip of the ecgw system was kinked and unraveled, with the core wire fractured from the coil wire. Functional analysis related to docking difficulty was not performed because the filter introducer and delivery sheath, which are key components required to perform the test, were not returned. Functional analysis related to flushing difficulty was also not performed because the filter introducer and coil dispenser were not returned. The product analysis did not provide evidence to suggest the reported event was related to the manufacturing or design process. The reported ¿filter basket ¿ kinked/bent,¿ ¿distal tip (ecgw) ¿ unraveled/stretched,¿ and ¿distal tip (ecgw) ¿ fractured¿ were observed during product evaluation, while the reported ¿delivery system ¿ flushing difficulty¿ and ¿delivery system ¿ loading (docking) difficulty/into delivery sheath¿ were not assessed because the key components required to perform functional analysis were not returned. The exact cause of the event cannot be determined based on the available information and product analysis. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, significant resistance was encountered during flushing and when retrieving the filter of a 5mm angioguard rx emboli capture guidewire system back into the yellow delivery sheath. There was no reported patient injury. The procedure was completed with balloon pre-dilation followed by carotid artery stent implantation. No abnormalities were noted with the device prior to use, and upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. Significant resistance was encountered while flushing the filter introducer and deployment sheath, and saline was only observed after forcefully flushing three times with 10 ml of saline. No particles were seen during flushing. The proximal end of the deployment sheath was in contact with the torque nut before removal from the coil dispenser, and the two proximal antimigration clips were removed prior to loading the device. The filter could be pulled into the deployment sheath, but only with significant resistance, including when half of the filter remained exposed. The product was stored, handled, and prepared according to the IFU. The target vessel was the internal carotid artery, which had moderate calcification, mild tortuosity, 75% stenosis, no acute angle, was bifurcating, and not chronically occluded. Thrombus presence was unknown. The lesion was pre-dilated using a 4 × 30 mm carotid balloon at 10 atm, resulting in a post-dilation stenosis of 50%. The device was used with an 8f cordis sheath. The device will be returned for evaluation. Addendum: pe shows that the distal tip of the ecgw system is kinked and unraveled. The core wire of the distal tip of the ecgw system is fractured from coil wire.